Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking impedance measurements greater than 125 ohms. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained indicating that the patient had a single coil defibrillator lead which demonstrated a high voltage impedance just over the alert threshold and all other trended impedances were within normal parameters. This system remains in service. No adverse patient effects were reported.